Event description:
Spacelabs' distributor reported that a 90496 command module, in use in foreign country, indicates a spo2 readings of 100% and no alarm even though the patient had died.

Manufacturer narrative:
Device evaluation is anticipated, but not yet begun. Spacelabs has requested that the suspect device and spo2 sensors be returned to our facility for a detailed evaluation. Spacelabs is waiting to receive the device; we will forward additional information as soon as it is available.